Event description:
The healthcare professional reported injecting 0.5cc of evolysse form bilaterally into the midface of a patient. Approximately two (2) weeks post injection the patient experienced a lot of swelling under the eye and bridge of the nose. Patient reported having sinus or viral infection at this time. Patient's primary care doctor prescribed antibiotics and two (2) rounds of steroids. The hcp performed an ultrasound of the patient's face and found the areas of inflammation did not contain filler. The hcp reported the event is likely a generalized inflammatory response. On (B)(6) 2025 patient underwent a dermal-planing procedure that made the symptoms worse. Safety database reference number (B)(4). Additional comment patient has refused having the filler dissolved. Importer complaint number (B)(4).